Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tubes had a leaking air from the distal area where the rinds end and the next metal portion that joins to the cuffs. The customer reported that the connector to the circuit cannot be removed. There was no reported patient involvement and outcome.